Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and was not a maquet product. Two kinks were observed on the catheter tubing approximately 77.0cm and 57.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately seven days of intra-aortic balloon (iab) therapy the console generated a check iab catheter alarm multiple times. Blood was seen in the extension tubing so the iab was removed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2023-02624.